Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The instrument grips did not open/close as expected. The instrument was found to have a segment of the conductor wire sticking out at the distal end. The wire insulation was damaged and the instrument passed an electrical continuity test. The dislodged conductor wire would not allow the grips to open/close properly. The instrument was found to have damage of the conductor wire¿s insulation. This failure is commonly caused by mishandling /misuse, such as collision of the instrument. The instrument passed an electrical continuity test. A review of the instrument log for the force bipolar (470205-06/ n11200113-0050) associated with this event has been performed. Per logs, the force bipolar (470205-06/ n11200113-0050) was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 6th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, this complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sacropolpopexy surgical procedure, the tissue was stuck inside the jaws of the 8mm force bipolar instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue occurred when the surgeon removed the instrument from the patient. The instrument was not opening and closing because of the bio debris stuck on it. When the customer tried to clean the instrument and reinserted it into the system, the system was giving an error to clean it properly. The customer used the back up instrument and completed the procedure robotically. The customer confirmed that there was no patient injury or blood loss that occurred. There was also no fragment that fell inside the patient.